Event description:
It was reported that during a ptca/stent procedure following successful deployment of a stent, tension was felt during removal of the guide wire and the stent delivery system. The tip of the guide wire was found to be separated. The tip was not snared immediately. The pt experienced chest pain in the days following the procedure. An attempt to retrieve the separated portion of the guide wire was made in 2000. The pt expired during the attempt to retrieve. Cause of death is unknown.